Event description:
It was reported that following a permanent implant procedure, the patient was admitted into the intensive care unit and placed on a ventilator due to elevated ammonia levels. The patient has since been discharged from the hospital.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.